Manufacturer narrative:
Result : fowler motor/clutch assembly.

Event description:
It was reported by service report that the fowler will not descend - stuck in "up" position. CPR release would not release fowler. No pt involvement or adverse consequences are reported.